Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedance measurements on the left ventricular (lv) channel were 1800-1900 ohms. The lead safety switch (lss) was triggered the following day due to an impedance measurement of 2200 ohms. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The patient will continue to be monitored. No adverse patient effects were reported.